Event description:
(B)(4). Approximately 3-4 (2009/2010) years after getting essure (insertion (B)(6) 2006) I experienced fatigue, weight gain, bloating, irregular periods, back pain, pelvic pain. At the time of insertion my device was provided by my insurer.